Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the dilator broke. It was reported the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was defective as the sheath presented a problem upon insertion of the dilator. It was described as the dilator being broken. The issue was noticed before the inserting the sheath into the patient. The issue was resolved by changing for a new product and the procedure was completed successfully. There was no patient consequence; no patient consequences or medical intervention was required. The system didn¿t show any errors.

Manufacturer narrative:
On (B)(6) 2022, biosense webster inc. Received additional information about the event. It was clarified that the dilator was damaged not broken. No wires were exposed and the damage did not result in any lifted or sharp rings. The issue was related to insertion resistance with the sheath. The resistance they were having occurred when trying to advance the catheter. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The dilator was not stuck in the sheath. The dilator was able to be advanced. Based on the additional information the event has been reassessed to be resistance and dilator damaged; not dilator broken. As such, this event is no longer considered to be MDR reportable. If the dilator is damaged, the device would be unable to be used. Also, interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. Manufacturer's ref # (B)(4)